Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2025, "the patient identified that the catheter's luer hub was cracked. Following consultation, the affected luer hub was replaced." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4). One unit of the catheter hub was returned for evaluation. The red luer hub was found to be cracked, with severe crazing observed. The blue luer hub also exhibited crazing along with discoloration. Functional testing confirmed a leak at the red luer hub. The IFU for this product states "warning: avoid excessive or prolonged use of alcohol based solutions and ointments to clean catheter or site care." A DHR review was completed for lot 33f23m0039 and a non-conformance was identified for similar failure mode of luer hub cracks. The issue is attributed to the tecoplast material. It was determined that the observed damage is consistent with damage due to solvent exposure. A project has been created to replace the hub material. Based on the information, the most likely root cause of the issue is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on (B)(6) 2025, "the patient identified that the catheter's luer hub was cracked. Following consultation, the affected luer hub was replaced." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.